Event description:
The director of surgery reported that during a laparoscopic cholecystectomy procedure, the piece of the long hook ("l-hook") electrode inside the pt's abdomen, arced and leaked electricity causing a burn to the liver. The surgeon completed the procedure with scissors in place of the long hook electrode and treatment of the burn was not required.